Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00367. It was reported the patient experienced increased hip pain after the scs leads were implanted. Therapy was not turned on. The leads were removed on the same day ((B)(6) 2019) . Patient was hospitalized and an epidural hematoma was confirmed via MRI scan. The hematoma subsided on its own and was resolved. Reportedly, the pain has resolved.